Manufacturer narrative:
No ge healthcare service checkout possible as maude report did not provide contact information for follow-up investigation and no serial number provided. (B)(4).

Event description:
Per maude report (B)(4): "during laparoscopic cholecystectomy, low concentration notification appeared on monitor of anesthesia machine. Pt woke up during closing despite the high concentration of sevoflurane. Add'l anesthesia immediately provided via IV. Vaporizer involved: tec 7 (sevo) serial # (B)(4), datex ohmeda (division of gh healthcare). A leak was found at the connection to the sodasorb canister."